Manufacturer narrative:
(B)(4). The following information was requested but unavailable: did the surgery was completed successfully? What was used to complete the procedure? A manufacturing record evaluation was performed for the finished device z458e, lot jl5gsqn, and no non-conformances were identified. An empty opened foil, a paper lid, an empty winding former and a detached needle of product code of product code z458, lot # jl5gsqn were received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and suture remnant could be observed into the barrel hole. Pieces of the suture were noted into the petridish, clear indication of the suture has begun with the process of degradation. The product code z458 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020, and suture was used. When opening the package, it was found that the needle had been detached from the suture from the beginning. It was not a control release needle. There were no adverse consequences to the patient.